Event description:
It was reported that the pt rec'd about 7 to 10 minutes of manual CPR before autopulse was applied. The autopulse ran for approximately 30 minutes. There is no report of the autopulse displaying a user advisory; the platform ran during the entire arrest. When examining the pt, the medical examiner said that the autopulse harmed the pt. The medical examiner said that the autopulse broke ribs and there was some internal bleeding. The report will not be available for 2 to 3 months.

Manufacturer narrative:
Zoll med corporation has not yet rec'd the device. A supplemental report will be submitted when the device is received and evaluated.